Event description:
It was reported that the customer experienced a blood glucose (bg) level of 175 mg/dl. Reportedly, customer inadvertently initiated a 25 unit bolus instead of inputting 25 grams of carbohydrates. Reportedly, customer went to the emergency room (ER), however; the customer customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus.